Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 500 mg/dl. The customer was not wearing the insulin pump during the hospitalization. Customer was off the device prior to hospitalization for less than 48 hours. Customer stated the insulin pump was not the cause the hospitalization. The insulin pump will not be returned for analysis.